Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device powered off by itself while operating on ac power without sounding an audible alarm tone. At an unspecified time, the device was programmed to deliver unspecified concentration of noradrenaline and the delivery was started. No specific programming parameters were provided. At 1000, it was reported while bathing the patient, two nurses noted a decrease in the patient's blood pressure. No specific values were provided. At that time, the nurses noted the device had powered off without an audible alarm tone. The device was removed from clinical service. It was reported that within 5 minutes, the noradrenaline therapy was resumed using a replacement device. It was reported that the noradrenaline delivery rate was increased to an unspecified rate until the patient's blood pressure was reported as restored. No specific values were provided. At that time, it was reported the device was reprogrammed to deliver at the unspecified original rate. At 1620, it was reported the patient expired. It was reported the cause of death was due to the patient's health status. No autopsy was performed. The customer contact reported the device did not contribute to the patient's death. Though requested, no additional information was provided.